Event description:
Customer reported losing his calibration bar for his test strips and was receiving an error 6 message on his precision xtra blood glucose meter and was unable to test. He reports that he "began to feel dizzy off and on and was experiencing lapses in awareness." He stated that he "ate some sugar" to counteract the medical event. He further stated, he "passed out" (and his wife)"sat with him and kept an eye on him" until he recovered. He woke up with a headache and rapid pulse. He did not seek third party medical intervention. There is no report of death or mistreatment. In this case.

Manufacturer narrative:
The device has been requested for investigation and replacement products have been sent. A follow-up report will be submitted once results are available.